Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a rash around the patch area. The patient reported broken skin. There was no alleged device malfunction contributing to the irritation. Outcome of the rash is unknown. It is unclear if the patient's doctor ended use early. Reporting out of abundance of caution.